Event description:
It was reported that when the device was used during a colostomy reversal/low anterior resection procedure, the physician fired the instrument and reported that the stapler fired as intended, but no staples were present. The stapler cut and had two complete donuts but the bowel just came apart. No staples are present in the instrument and no staples were present in the pt. The anastomosis was hand sewn. As a result, two additional hours were added to the operative time as well as additional blood loss. The pt is doing well.